Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited oversensing of noise. Boston scientific technical services (ts) reviewed episodes and found that the noise was due to the crt-d oversensing the minute ventilation signal. Ts suggested programming off the rate response trend feature and evaluating the leads. It was discussed that the impedance measurements for the ra lead increased from the 600 ohm range to the 1700 ohm range and then recovered back to 600 ohm range. The rate response trend was programmed off and no further troubleshooting was performed. The crt-d and ra lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the crt-d and ra lead continue to exhibit high impedance measurements that have now reached greater than 3000 ohms. There were also inappropriate pacemaker mediated tachycardia (pmt) episodes stored due to sinus sensing at the max tracking rate. Boston scientific technical services (ts) suggested performing isometrics when the patient has their next clinic visit with isometrics. At this time the crt-d and ra lead remain in service and no adverse patient effects were reported.